Manufacturer narrative:
The complaint device was received by mitek and evaluated visually. The needle was stuck in the suture passer and the distal tip of the needle was missing. Through follow-up with the sales rep, it was determined that the tip of the needle did fall into the pt's joint space and the surgeon was able to retrieve the device. The broken needle was removed from the device during evaluation, and a new needle from mitek stock was used to test the suture passer. The device worked as designed and intended. A review into the mitek complaints system revealed no other complaints of any kind for this lot of needles that were released to distribution. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time, no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle broke in device: the sales rep reported during a rotator cuff procedure, the white tab broke off the expressew ii needle which then became stuck in the expressew ii suture passer. They swapped it out with another like device and the surgeon completed the procedure with no pt consequences.